Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that patient received inappropriate shocks. A few hours later the patient presented to the clinic feeling weak. Programing changes were made. The patient is in stable condition and will continue to be monitored.